Event description:
Use received discrepant tsh for one pt sample. The pt sample was run four times, with the first two results giving .005 uiu per ml both times. These results were accompanied by a data flag that alerted the user the value was under the technical limit of the assay. The third repeat gave .053 uiu per ml and this result was reported. The fourth repeat gave .008 uiu per ml. Erroneous result was reported. It is unk if pt was adversely affected. The field service rep determined there was a problem with the sipper dispense and completed a flow path wash and re-seated all cell connections. Calibration, controls and samples were run in duplicate to verify analyzer performing within specification.